Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a battery power consumption issue. When connected to the controller, the battery was not keeping charge for more than two hours. The batter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual. Functional testing revealed that the battery had a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. This finding is not related to the reported event. Functional testing revealed that the battery capacity was within the expected range. Log files were not provided or available for analysis. As a result, the reported event could not be confirmed; the battery discharge as expected during testing. If information is provided in the future, a supplemental report will be issued.